Event description:
The manufacturer received information alleging a ventilator's flow and pressure delivery decreased. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue.